Manufacturer narrative:
The device was not returned for evaluation; there was no device performance issue reported, so no investigation is required. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The complaint is non-verifiable as the product was not returned for evaluation. Per the instructions for use (IFU), air embolism is listed as a potential adverse effect associated with use of the device. Integer is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by integer which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, integer, or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, integer, or its employees, that the report constitutes an admission that the device, integer, or its employees caused or contributed to the event described in this report.

Event description:
Please be informed of the new odsiii complaints, details below. Event description: transient st elevation with bradycardia consistent with air embolism complained product: 98ds011; dp-18374 (no device return). Please note that there was no direct complaint related to the odsiii product; however, due to the occurrence of air embolism, the event's relationship to the product/procedure was assessed as possible. There was a causal relationship for this event (st elevation during the procedure). Additional medication / treatment given because of the occurrence of this adverse event. Procedural time was 171 min. Two attempts were performed for deploying of medical accessory. There were no signs of thrombosis. Country of event - germany, patient status / outcome - resolved (might need an update) & procedure being performed at the time the issue was identified as an atrial septal defect (asd) closure.